Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using t.w. Power supply s/n (B)(4), they found a loose port. T.w. Power supply is still under warranty. No patient involvement

Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use were observed. There was no evidence of blood observed on the device. There were no visual defects observed. The device was evaluated for its electrical function according to the service manual section d- ¿functional tests¿ using a precision multimeter and a 0.63ohm resistor hemopro power supply test box. The test box uses the 10k ohm resistor that is built into the hemopro cable. The device passed all tests, the green light indicator on the power supply turned on and the beeping tone was heard and continued to play as soon the switch was turned on. The results of the test are as follows: measured no load voltage test: 5.50 vdc pass (requirement: 5.5 vdc +/- .05 vdc). Measured low current output test: 3.96 amps dc pass (requirement: 4.0 +/- .05 amps dc). Measured high current output test: 5.95 amps dc pass (requirement: 6.0 +/- .05 amps dc). Based on the returned condition of the device and the evaluation results, the reported failure "loose or intermittent connection" was not confirmed.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using t.w. Power supply s/n (B)(4), they found a loose port. T.w. Power supply is still under warranty. No patient involvement.